Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: e2dr01aa ipg, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was found to have no capture and inappropriate pacing during device elective replacement indicator (eri). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.